Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. Blood glucose value was 407 mg/dl. The customer disconnected at the quick release and insulin did not exit the tubing during fixed prime. She reconnected and ran fixed prime again and insulin did exit. She removed the infusion set and stated the cannula was not bent. The customer was advised the site may be occluded. The insulin pump was not replaced.